Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 30. Details of surgery: immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.